Event description:
Device 3 of 3. Reference MFR report #s: 1627487-2011-00831 and 1627487-2011-00832. The pt received an scs system including an ipg and two percutaneous leads from different lots. It was reported that pt was feeling stimulation in his ribs. Efforts to recapture effective therapy coverage via reprogramming was unsuccessful. Surgical intervention was undertaken to replace the pt's leads. At that time, the ipg was also replaced as the device had not been charged in months and no communication could be established with it using either the programmer or charging system. Effective stimulation was captured for the pt as a result of the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.